Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during a study the device stopped working during grafts. The air could be heard but the device would no longer work. There was a delay of an unknown amount of time. There was no impact to the subject during the malfunction. There was enough graft taken to avoid extra intervention, the taken graft was not damaged, and an additional graft was not needed. Due diligence is complete and there is no additional information available.